Manufacturer narrative:
The technician replaced the brake block, brake/steer caster, brake caster, and two swivel casters, which resolved the issue the device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the brakes will not hold.